Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the patient experienced pericardial effusion that required drain placement. Redo atrial fibrillation/left atrial tachycardia (lat) procedure was performed. Radiofrequency (rf) ablation was done with qdot micro. They were having issues with force readings on the qdot micro. After first zeroing they did some ablation and then chose to rezero as values appeared too high. They did some more ablation and again felt like the values appeared too high. After this they changed qdot cable and values appeared much more normal and physician happy to proceed. They were also getting intermittent magnetic distortion errors on the qdot micro that was initially solved by moving ¿ai¿ out completely but continued to be intermittent again after this. After the cable was changed this error was solved. Towards the end, blood pressure dipped and effusion was noted. Pericardial drain was then inserted in the lab. The effusion resolved and patient was monitored. Patient most likely going to require extended hospitalization and stay overnight. No steam pop was evident. Additional filters for visitag was for qmode: ai anteriorly 450 posteriorly 350 sometimes physician would overshoot these values.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the patient experienced pericardial effusion that required drain placement. Redo atrial fibrillation/left atrial tachycardia (lat) procedure was performed. Radiofrequency (rf) ablation was done with qdot micro. They were having issues with force readings on the qdot micro. After first zeroing they did some ablation and then chose to rezero as values appeared too high. They did some more ablation and again felt like the values appeared too high. After this they changed qdot cable and values appeared much more normal and physician happy to proceed. Towards the end, blood pressure dipped and effusion was noted. Pericardial drain was then inserted in the lab. The effusion resolved and patient was monitored. Patient most likely going to require extended hospitalization and stay overnight. No steam pop was evident. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 3-dec-2024. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).